Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from oncology at stony point that the primary line separated beside where the secondary tubing connects. It was reported there was no patient involvement and there was no reported harm to any medical staff.

Event description:
It was reported from oncology at stony point that the primary line separated beside where the secondary tubing connects. It was reported there was no patient involvement and there was no reported harm to any medical staff.

Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed upon visual inspection. Visual inspection observed that the vinyl tubing was separated from the inlet port of the smartsite below the check valve. Functional testing was not performed due to the separated tubing and the leaking that would occur. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model 2420-0007 lot 19123215 shows that the set was manufactured on 28 decemebr 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.